Manufacturer narrative:
As part of a CAPA investigation, it was determined that complaint number (B)(4) is related to a foreign recall of a product only available in (b)94). Due to the similarity to a u.s product, in an abundance of caution, qiagen is filing a report.

Event description:
Customer complaint received stating high rate of positive and grey-zone results for recruit tb screening tests seen at 2 sites.